Event description:
It was reported that the customer's insulin pump alarmed button error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The device had scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, and drive support disk protruded/loose.